Event description:
It was reported the pt was to be suffering from stable angina at the time of stent procedure. One endeavor spring stent was implanted to the mid lad (2.5 x 24mm). The pt suffered bleeding due to a perforation of the coronary artery. The investigator has indicated that the bleeding was caused by the pci instrumentation. The investigator reported that the event was not related to the stent. On the day of stent implant the pt suffered an acute non-stemi. The investigator has reported the cause of the non qwave mi was an occluded diagonal branch as a complication of the pci procedure. ECG was performed the same day. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Eval, results: (myocardial infarction). (Lack of info). Related to another device (pci instrumentation) eval, conclusion: another device caused failure (pci instrumentation). Other (lack of info) (secondary intervention) (bleed).